Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a one-link catheter extension set had blood back up into the extension set. Reportedly, the extension set was also difficult to flush when flushed via a non-baxter 10 ml saline syringe. There is patient involvement; however, the customer stated that there is no patient injury or adverse event associated with this report. No additional information is available.